Event description:
The reporter stated that the device result was 108mg/dl. The user dosed insulin on a carb ratio of 1:20 and the device result. She passed out and emi's checked her glucose on her device and the reading was 35-44mg/dl. Theemi's treated her with a "quick fix injection." The device was replaced and requested to be returned for evaluation.